Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3011050570-2025-00917.

Event description:
No additional information received from customer.

Event description:
It was reported the thunderbeat 5 mm, 35 cm, front-actuated grip type s plastic part detached from the distal part of the forceps; it was still attached to the forceps but was hanging loose and could have come off at any moment. The issue occurred during an unspecified procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.